Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery sn (B)(4). Device evaluation of battery charger has been completed. The reported problem (battery won¿t hold charge) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a physically damaged l602 inductor on the bedside pca. The root cause for the damaged l602 inductor could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery would not power on a monitor. A us distributor reported that a battery charger was unable to power up.